Event description:
Customer reported that after laser treatment patients had round dark spots. Service established that the calibration was off 28% from nominal value.

Manufacturer narrative:
Service found the calport reading low by 28% from nominal. This would account for higher energy being delivered. It was determined that the prior service representative incorrectly set up the calibration.